Event description:
Pt transferred to a facility for aicd insertion. Insertion successful, pt transferred to nursing unit. Seven hrs later - pt went into v tachy/ v fib, aicd never fired. Dr. Reviewed (cardiologist) strips. Pt expired.